Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported communication issue could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
Related manufacturing ref: 2184149-2024-00007. During a premature ventricular contraction procedure, there were communication issues with the ensite x display workstation and ensite x amplifier resulting in a delay. All cables had been properly connected and the light on the ensite x amplifier was a solid green. The case proceeded normally initially. When the advisor hd grid mapping catheter was exchanged for the tacticath se ablation catheter for more precise mapping the egms and the contact force panel were unable to be visualized. The egms were fine on the prucka ep recording system. The tactisys quartz system and ampere rf generator were restarted separately and simultaneously, but the issue remained. Exchanging the tacticath se ablation catheter did not resolve the issue either. The ensite x amplifier and the ensite x display workstation were then turned off. The ensite x display workstation was switched on first, followed by the ensite x amplifier one minute later. The light on the ensite x amplifier was a solid green. The last study was resumed, and all catheters were visualized but sluggish. Respiration compensation was then attempted to be set but did not work. The ensite x amplifier and ensite x display workstation were then restarted again, and the light on the ensite x amplifier was green. The study was resumed again, and all the catheters were visualized. Respiration compensation was able to proceed normally but the catheters movement was even more sluggish. The ablation catheter was already in the atrium but was still recording signals in the ventricles. A third hard reset was done, but this time a new study was started. All catheters were visualized without any lag. However, respiration compensation did not work the first attempt, but this was resolved with a second respiration compensation reset. The case was able to proceed normally for a while until connection was lost with the ampere rf generator. The ampere rf generator was restarted, and the issue was resolved. The case then proceeded normally without any further issues. There were no alleged issues with the catheters. The issue was resolved after restarting the ensite x display workstation and the ensite x amplifier.